Manufacturer narrative:
The technician in-serviced the account on how to set the brake, the brakes functioned as designed.

Event description:
The account alleged the brakes will not lock. No pt impact.